Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that this system was a part of an infection. A revision took place, and the lead was explanted. The lead was disposed and will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed as a correction in response to an FDA request. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this system was a part of an infection. A revision took place, and the device was explanted. The device was disposed and will not be returned. No adverse patient effects were reported.